Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient who was implanted with a neurostimulator for headaches. It was reported that the patient needs his therapy adjusted. The patient was not able to charge the implantable neurostimulator or turn the implantable neurostimulator on due to it pulling on his neck and hurting him bad. As soon as the patient goes to charge and turns the implantable neurostimulator on, it pulls on his muscle and it does not quit until the charge dies. It just hurts. The patient noticed this sensation the last time when he was charging, about a month prior to the report. Since then, he had not charged his implantable neurostimulator and it was dead. The patient was able to connect, but does not want to because it hurts. The patient had not charged his implantable neurostimulator since then. The implantable neurostimulator was in the patients neck that stimulates the occipital nerve. This was reported as a sudden change in symptoms occurring about a month prior to the report in 2016. The patient has two implantable neurostimulators; this complaint is against the one implanted for his neck for occipital nerve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.